Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the d701 toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival. On 25-jul-2019 product investigation results: product return was received and investigated. Investigation results confirmed that the melted area on housing of the handle has been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA.

Event description:
Consumer reported the toothbrush was burning 10 seconds after starting to brush his/her teeth. It started burning on the fourth mode. There was an orange flame and the product melted. There was a plastic smell and the whole toothbrush was burning hot. No injury was reported.